Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient started infusion device 3 weeks prior to report and experienced hypoglycemic coma resulting in hospitalization. Patient had to prime infusion tubing 4 times and believes there was air in the tubing. Patient did this without the adapter attached to the infusion device. Patient reported insulin was probably "pressed into his body," but he cannot remember. Patient was admitted to hospital by ambulance. Patient was unconscious and blood glucose was 19 mg/dl. Patient was released from hospital on (B)(6) 2010, at 9:00 a.m. Target blood glucose is 120-140 mg/dl. Infusion device was replaced and requested for evaluation. No additional information was provided.